Manufacturer narrative:
Elliott r. Brill, md, priscilla h. Chan, ms, richard n. Chang, mph, heather a. Prentice, phd, kenneth sucher, ms, robert l. Bell, md, rouzbeh mostaedi, md, elizabeth w. Paxton, phd. "Postmarket surveillance of mesh performance after inguinal hernia repair." Jama surgery, original investigation, pacific coast surgical association. Doi:10.1001/jamasurg.2025.4543 d10 concomitant products: unknown parietex, unknown parietex product, (lot number: unknown) unk surgipro mesh, unknown surgipro mesh, (lot number: unknown) unknown progrip, unknown progrip mesh product, (lot number: unknown) unknown mesh, unknown mesh product, (lot number: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, several mesh types were monitored in the large retrospective cohort of inguinal hernia repairs. The meshes were used in both open and minimally invasive procedures. A safety alert for recurrence was triggered for meshes, with significantly elevated reoperation rates compared with other mesh types during multiple quarters of surveillance. These alerts indicated consistent higher-than-expected recurrence-requiring reoperation. No mesh-related deaths were described, and patient outcomes primarily involved tracking recurrence patterns rather than acute surgical complications.